Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.